Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menstruation irregular ('irregular periods') and fatigue ('fatigue') in a 38-year-old female patient who had essure (batch no. C51064) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hot flushes, sweating, anxiety disorder, bloating, intermenstrual bleeding, fatigue, heavy menstrual bleeding, post coital bleeding and supraventricular tachycardia (svt with ablation in 2016). Previously administered products included for an unreported indication: verapamil. Concurrent conditions included hypothyroidism. Concomitant products included fluoxetine for anxiety, levothyroxine for hyperthyroidism and bisoprolol since (B)(6) 2014 for supraventricular tachycardia. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criterion intervention required). In (B)(6) 2017, the patient experienced fatigue (seriousness criterion intervention required). In (B)(6) 2017, the patient was found to have weight increased ("weight gain"). In (B)(6) 2020, the patient experienced menstruation irregular (seriousness criterion intervention required). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding / abnormal bleeding"), hypersensitivity ("hypersensitivity reactions"), bladder disorder ("bladder problems"), dysuria ("urinary problems") and dyspareunia ("dyspareunia") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal and essure removal and hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, menstruation irregular and fatigue had not resolved and the weight increased, genital haemorrhage, hypersensitivity, bladder disorder, dysuria, dyspareunia and hormone level abnormal outcome was unknown. The reporter provided no causality assessment for bladder disorder, dyspareunia, dysuria, fatigue, genital haemorrhage, hormone level abnormal, hypersensitivity, menstruation irregular, pelvic pain and weight increased with essure. The reporter commented: estimated insertion date - (B)(6) 2016. Discrepancy noted regarding essure insertion dates ((B)(6) 2016 and (B)(6) 2016). Diagnostic results (normal ranges are provided in parenthesis if available): colposcopy - in (B)(6) 2013: cin 2. Gynaecological examination - on (B)(6) 2014: follow up for viral changes known as hpv. Findings: suggestive of hpv.; on (B)(6) 2020: endometrium: endometrium clearly visualised, thickness= 3 mm. There is an echogenic ius type structure seen extending from the right cornual region into the fundal aspect of the endometrial cavity of the uterus suggestive of a essure implant. Impression: ius type structure seen extending from the right cornual region into the fundal aspect of the endometrial cavity of the uterus suggestive of a essure implant. Hysterosalpingogram - on (B)(6) 2016: spring back of coil, patient needs another hsg for confirmation of blockage; on (B)(6) 2017: uterine cavity appear normal both tubes appear blocked. There is no spillage from either side. Batch no: c51064, production date: 2014-04-15, and expiration date: 2017-04-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-may-2022: mr received: lab data added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain'), menstruation irregular ('irregular periods') and fatigue ('fatigue') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included fluoxetine for anxiety, levothyroxine for hyperthyroidism and bisoprolol since (B)(6) 2014 for supraventricular tachycardia. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced fatigue (seriousness criterion medically significant). In (B)(6) 2017, the patient was found to have weight increased ("weight gain"). In (B)(6) 2020, the patient experienced menstruation irregular (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery scheduled for (B)(6) 2021). Essure was removed. At the time of the report, the pelvic pain, menstruation irregular and fatigue had not resolved and the weight increased outcome was unknown. The reporter provided no causality assessment for fatigue, menstruation irregular, pelvic pain and weight increased with essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-mar-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menstruation irregular ('irregular periods') and fatigue ('fatigue') in a 38-year-old female patient who had essure (batch no. C51064) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included fluoxetine for anxiety, levothyroxine for hyperthyroidism and bisoprolol since (B)(6) 2014 for supraventricular tachycardia. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criterion intervention required). In (B)(6) 2017, the patient experienced fatigue (seriousness criterion intervention required). In (B)(6) 2017, the patient was found to have weight increased ("weight gain"). In (B)(6) 2020, the patient experienced menstruation irregular (seriousness criterion intervention required). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), hypersensitivity ("hypersensitivity reactions"), bladder disorder ("bladder problems"), dysuria ("urinary problems") and dyspareunia ("dyspareunia") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, menstruation irregular and fatigue had not resolved and the weight increased, genital haemorrhage, hypersensitivity, bladder disorder, dysuria, dyspareunia and hormone level abnormal outcome was unknown. The reporter provided no causality assessment for bladder disorder, dyspareunia, dysuria, fatigue, genital haemorrhage, hormone level abnormal, hypersensitivity, menstruation irregular, pelvic pain and weight increased with essure. Batch no c51064 production date 2014-04-15 expiration date 2017-04-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 10-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menstruation irregular ('irregular periods') and fatigue ('fatigue') in a 38-year-old female patient who had essure (batch no. C51064) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included fluoxetine for anxiety, levothyroxine for hyperthyroidism and bisoprolol since (B)(6) 2014 for supraventricular tachycardia. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criterion intervention required). In (B)(6) 2017, the patient experienced fatigue (seriousness criterion intervention required). In (B)(6) 2017, the patient was found to have weight increased ("weight gain"). In (B)(6) 2020, the patient experienced menstruation irregular (seriousness criterion intervention required). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), hypersensitivity ("hypersensitivity reactions"), bladder disorder ("bladder problems"), dysuria ("urinary problems") and dyspareunia ("dyspareunia") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, menstruation irregular and fatigue had not resolved and the weight increased, genital haemorrhage, hypersensitivity, bladder disorder, dysuria, dyspareunia and hormone level abnormal outcome was unknown. The reporter provided no causality assessment for bladder disorder, dyspareunia, dysuria, fatigue, genital haemorrhage, hormone level abnormal, hypersensitivity, menstruation irregular, pelvic pain and weight increased with essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-may-2021: the patient´s initials and the essure insertion date have been updated, the essure removal date and the essure lot number have been received and new adverse events have been reported: heavy bleeding, pain, hypersensitivity reactions, bladder/urinary problems, dyspareunia and hormonal problems. A new reporter (lawyer) has added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain"), menstruation irregular ("irregular periods") and fatigue ("fatigue") in a 38 year-old female patient who had essure inserted (lot no. C51064) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of bloating, pain menstrual, intermenstrual bleeding, caesarean section, parity 2, back pain, supraventricular tachycardia (svt with ablation in 2016), post coital bleeding, heavy menstrual bleeding, fatigue, intermenstrual bleeding, bloating, anxiety disorder, sweating and hot flushes. Previously administered products included: verapamil and mirena. As concurrent condition the report mentioned hypothyroidism. Concomitant products included bisoprolol for supraventricular tachycardia since (B)(6) 2014, fluoxetine for anxiety and levothyroxine for hyperthyroidism. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016 she experienced pelvic pain (seriousness criterion intervention required). In (B)(6) 2017 she experienced fatigue (seriousness criterion intervention required). In (B)(6) 2017 she was found to have a first episode of weight increased ("weight gain"). In (B)(6) 2020 she experienced menstruation irregular (seriousness criterion intervention required). At an unknown time, she experienced genital haemorrhage ("heavy bleeding / abnormal bleeding"), hypersensitivity ("hypersensitivity reactions"), bladder disorder ("bladder problems"), dysuria ("urinary problems"), dyspareunia ("dyspareunia"), device dislocation ("device migration with associated complications; "), mental disorder ("psychological issue"), abdominal distension ("bloating"), coital bleeding ("post-coital bleeding") and atrophic vulvovaginitis ("atrophic vaginitis") and was found to have hormone level abnormal ("hormonal problems") and a second episode of weight increased ("weight gain"). The patient was treated with surgery (essure removal and hysterectomy bilateral salpingectomy adhesiolysis and essure removal). At the time of the report, the pelvic pain, menstruation irregular and fatigue had not resolved. The outcomes for genital haemorrhage, hypersensitivity, bladder disorder, dysuria, dyspareunia, hormone level abnormal, device dislocation, mental disorder, abdominal distension, atrophic vulvovaginitis and the last episode of weight increased were unknown. Essure was removed on (B)(6) 2021. The reporter considered abdominal distension, atrophic vulvovaginitis, coital bleeding, device dislocation, mental disorder and the second episode of weight increased to be related to essure administration. No causality assessment was received for essure with regard to pelvic pain, menstruation irregular, the first episode of weight increased, fatigue, genital haemorrhage, hypersensitivity, bladder disorder, dysuria, dyspareunia or hormone level abnormal. The reporter commented: estimated insertion date - (B)(6) 2016. Discrepancy noted regarding essure insertion dates (B)(6) 2016 & (B)(6) 2014. Essure confirmation test: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): [colposcopy] in (B)(6) 2013: cin 2. [Gynaecological examination] on (B)(6) 2014: follow up for viral changes known as hpv. Findings: suggestive of hpv.; on (B)(6) 2020: endometrium: endometrium clearly visualised, thickness= 3 mm. There is an echogenic ius type structure seen extending from the right cornual region into the fundal aspect of the endometrial cavity of the uterus suggestive of a essure implant. Impression: ius type structure seen extending from the right cornual region into the fundal aspect of the endometrial cavity of the uterus suggestive of a essure implant [hysterosalpingogram] on (B)(6) 2016: spring back of coil, patient needs another hsg for confirmation of blockage; on (B)(6) 2017: uterine cavity appear normal both tubes appear blocked. There is no spillage from either side. Batch no: c51064, production date: 2014-04-15, expiration date: 2017-04-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: medical record received. Event device dislocation, mental disorder, bloating , weight gain, post-coital bleeding, atrophic vaginitis added. Lab data, medical history & reporter information updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain'), menstruation irregular ('irregular periods') and fatigue ('fatigue') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included fluoxetine for anxiety, levothyroxine for hyperthyroidism and bisoprolol since (B)(6) 2014 for supraventricular tachycardia. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced fatigue (seriousness criterion medically significant). In (B)(6) 2017, the patient was found to have weight increased ("weight gain"). In (B)(6) 2020, the patient experienced menstruation irregular (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery scheduled for (B)(6) 2021). Essure was removed. At the time of the report, the pelvic pain, menstruation irregular and fatigue had not resolved and the weight increased outcome was unknown. The reporter provided no causality assessment for fatigue, menstruation irregular, pelvic pain and weight increased with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.